Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date of index surgery: (B)(6) 2017. Date of revision surgery: (B)(6) 2021. We have been instructed to act on behalf of our client to investigate a claim for damages for personal injury and financial losses in connection with our client being implanted with an attune knee prosthesis as part of his right knee replacement on (B)(6) 2017. The tibial component of the prothesis subsequently loosened prematurely resulting in revision surgery on (B)(6) 2021. Doi: (B)(6) 2017. Dor: (B)(6) 2021; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received: doi: (B)(6)2017: patient with a history of bilateral knee pain and left tka received a right attune cr fb tka to treat djd. There is insufficient information received to determine the manufacturer of the cement utilized or if the patella was resurfaced. There were no operative notes provided. Part/lot information is located on page 6. (B)(6)2018: clinic note. The patient reports pain, swelling, and decreased rom of the right knee. An x-ray of the right knee performed on (B)(6)2019 identified a well-fixed and stable right knee. A pelvic x-ray performed on (B)(6)2019 determined that there were minor degenerative changes in the hip that would not contributory to the patient¿s pain and limited mobility. A CT scan performed on 09 march 2020 identified a minor radiolucent line around the right tibial component that could indicate loosening. (B)(6)2021: diagnostic aspiration was performed to determine if the right knee was infected. The results were negative. The patient is referred for revision to treat pain, swelling, and limited mobility secondary to suspected tibial tray loosening. Dor: (B)(6)2021: patient received a revision of the right knee to treat pain, swelling, and limited mobility secondary to suspected tibial tray loosening. Upon entering the joint, the tibial tray was loosened and debonded at the unknown cement to the tibial tray implant. There were no operative notes provided. The actual number of devices revised and the implants used at revision are unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.